Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -11.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted and later replaced with a shorter length lens due to excessive vault. Problem resolved. Cause of event was unknown.